Event description:
Product complication: filter basket entangled in the stent along with dilitation balloon. Time of complication: during the procedure in 2006; symptoms: none. It was reported that a carotid stent placement was attempted, but the surgeons were unable to retrieve the stent filter. The problem developed with the stent and the balloon system, resulting in entanglement of the filter and a part of an inflation balloon inside the stent with resultant thrombosis of the right internal carotid artery. The pt had to be taken to or for a modified carotid endarterectomy. The balloon remnants were retrieved intact as well as the stent. The filter material that was entangled within the stent was also removed. The pt was awaken and found to be moving both side symmetrically. He tolerated the carotid endarterectomy fine from a hemodynamic standpoint. No add'l info was available.